Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A microscopic examination found a balloon pinhole tear located approximately 4 mm distal from the proximal markerband. The tip section of the device, markerband and the hypotube or shaft polymer extrusion were visually and microscopically examined, and no issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-aug-2019. It was reported that the balloon was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 10/2.50 flexome monorail was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis observed a pinhol tear in the balloon.